Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked case at display window corners and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she had two kinked infusion sets and the insulin pump failed to alarm no delivery. The customer stated that her blood glucose level rose to 576 mg/dl and she went into diabetic ketoacidosis. The customer confirmed that she was not hospitalized. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.